Event description:
The customer stated that imprecise patient results were generated on the architect c8000 analyzer. An initial chloride result of 129 mmol/l retested at 111 mmol/l. No adverse impact to patient management was reported.

Manufacturer narrative:
Abbott field service was dispatched to inspect the architect c8000 analyzer. Troubleshooting was performed in which service determined that the sample syringe and reagent syringes were the likely cause of the issue. Subsequent contact with the customer indicated that there were no further questionable samples generated after the replacement of the syringes. A review of quality data did not identify an adverse trend or a nonstatistical adverse trend regarding the sample syringe and reagent syringes. The architect system operations manual, section 10 troubleshooting and diagnostics includes probable causes and corrective actions and provides adequate labeling with regard to sample syringe and reagent syringes partially obstructed and/or damaged. Based on the available information, a deficiency or a malfunction was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).